Manufacturer narrative:
UDI number is not required for the reported device. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the tip of the inner needle was not being shielded by the safety cover. A catheter hub from a retention sample was placed onto the actual device to create the original assembly. It was used to simulate and verify proper shielding performance. Inner needle pulling resistance test was conducted repeatedly ten (10) times. As a result of verification, the safety cover was confirmed to be safely activated to shield the tip of inner needle. The cover was later examined under microscopic observation finding no irregularities to attribute detachment of any parts, deformation or malfunction of the product. The manufacture inspection record was traced back five (5) years, equivalent to the expiration of the subject lot. As a result, no similar event was noted in the record, also no similar event has ever reported by other medical institutions. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angel or rotating or too quickly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick with the involved device during a procedure. Follow up communication with the user facility reported the following information: it was reported the tip of the inner needle was not properly shielded by the safety cover when withdrawn, shortly after catheter placement; (examination for potential infection was performed; no issues were fond but potential (B)(6) infection is unknown; and the current condition is being observed.